Event description:
Carotid stenting procedure: at the 30-day follow-up in 2007, the physician conducted duplex scan and found high velocities. The physician had an angio completed and found the stent to be collapsed. Physician post dilated with a balloon catheter and was unsuccessful. The physician decided to use another stent and opened up the stent, however, with the large amount of scar tissue, this stent may also collapse. The physician will discuss further treatment with a vascular surgeon. No injury or impact to patient is reported.